Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient was having "a lot of overdosing" and the pump was emptied and filled with saline because the patient had "so many issues" and was trying to schedule a pump removal. The overdose issues started early on ever since the patient had the pump implanted. The patient was walking before the pump was implanted, but was not walking since implant. The patient was hospitalized several times due to overdose and also due to urinary tract infections (uti) from retention, which the patient believed was also related to the pump. The patient stated that she did have utis previously, but since the pump was implanted, they were chronic and the occurrences became worse. The patient also had a rash and they never figured it out. The rash was hot and cold on the patient's feet. The reason for the rash was never determined. The patient stated that she thought the problems with the pump therapy "goes back to the doctor and her knowledge" of the baclofen and of the pump. The patient also reported that she attempted suicide and was not sure if it was related to the pump or not. The patient indicated that she just wanted to "take herself out of the equation" and thought she was a burden to her family. The patient stated that her family assured her that she was not a burden and the patient stated that it was the "stupidest" idea she ever had. It was noted that the attempted suicide was very out of character for the patient because she was normally a very positive person. The attempted suicide occurred on (B)(6) of "maybe 2014." The patient was scheduled for pump explant on (B)(6) 2018. No further complications were reported.